Event description:
Patient presented to the physician with pain at the right side of the head and pain when coughing or swallowing. Physician prescribed steroids.

Event description:
Patient presented back to the physician with continued pain when moving the tongue and when swallowing. Physician prescribed an anticonvulsant medication, and the patient showed improvement.

Event description:
Patient presented back to the physician with continued symptoms of pain with swallowing, tongue pain during movement, and head pain. Physician brought the patient into the or and removed the entire inspire system. Intraoperative antibiotics were administered, and postoperative antibiotics were prescribed following the procedure.

Event description:
Patient presented back to the physician with headaches, continued right-side head pain, and intermittent issues with swallowing and moving tongue to the left. Physician prescribed pain medication and steroids.

Event description:
Patient presented back to the physician with continued head pain. Physician prescribed pain medication.